Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800735 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a clip ligation issue during gallbladder surgery.

Event description:
It was reported that there was a clip ligation issue during gallbladder surgery.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded incorrectly. The clip had the hook broken off. The next clip was protruding from the channel and was pushing up against the first clip. The following clip was out of position in the channel. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred as two clips attempted to load at once. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 7 clips remaining including the partially loaded clip, indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed with this sample. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "ligation issue" was confirmed based upon the sample received. The sample was returned with a clip with a broken hook partially loaded incorrectly. The next clip was protruding from the channel and was pushing up against the first clip. The following clip was out of position in the channel. Upon functional inspection, a double feed occurred as two clips attempted to load at once. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.